Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced for pre-dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body and the procedure was completed with a different device. No patient complications were reported.